Event description:
It was reported the pt was feeling stimulation, even with the ipg turned off. It was reported the sjm representative confirmed the ipg was turned off, and gave the pt a program with all neutral contacts. The pt stated she could still feel the stimulation. The physician asked the pt to turn the system off for at least a week to confirm the issue, and to return for follow up. The pt returned and reported the issue had persisted. It was reported the physician will explant the system at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.